Manufacturer narrative:
(B)(4). This event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It has been reported that when using a micropuncture transitionless pedal access set device during a "peripheral intervention for superficial femoral artery (sfa)" the device separated. It was when the micropuncture sheath was being removed that the material separated. It was also reported that everything was removed from the patient without any complications or additional procedures. No unintended section of the device remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence, and no adverse events have been reported regarding the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, and a visual inspection of the returned device were conducted during the investigation. The returned device was an unopened, representative sample from the same lot as the complaint device. The complaint device was not returned. The visual inspection of the returned device confirmed that the surface of the outer sheath portion was free of imperfections. An examination and a tug test also confirmed that the outer sheath portion was secure in its fittings. The failure could not be duplicated. Additionally, a document based investigation evaluation was performed. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned representative device, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.